Manufacturer narrative:
The products was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module with drive pcb angulation zero degrees. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, we confirmed that the u/d knob video image freezing, and the r/l knob video image freezing; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure) expiration date:2024/2/23"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).